Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker had a sudden drop of battery from two and a half years to less than three months for a span of one year. Initial analysis indicated that this device exhibited increased in power consumption in a gradual fashion which affected the device longevity. Engineers recommended replacing the device or have the battery status re-evaluated. Additional information indicated that the device was surgically explanted and the same device model was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the battery of this pacemaker went from two and a half years to less than three months remaining in a span of one year. Initial analysis indicated that this device exhibited increased in power consumption in a gradual fashion which affected the device longevity. Engineers recommended replacing the device or have the battery status re-evaluated. Additional information indicated that the device was explanted and the same device model was placed. No additional adverse patient effects were reported.